Event description:
It was reported that patient underwent abdominal closure on an unknown date in 2024, and suture was used. Sutures were getting broken during closure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-03027, 2210968-2024-03028, and 2210968-2024-03029.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/28/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: please confirm the quantity of sutures from product code vp2437p (lot t3041) that break during this procedure. : 4. Please confirm the quantity of sutures from product code w9262t (temhrt) that break during this procedure. : 4. Please confirm the quantity of sutures from product code nw2761 (t3006) that break during this procedure. : 4. Were there any patient consequences? Or time got increased and multiple sutures were been used please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) : information got from (B)(6). Device returns status? : unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.